Event description:
It was reported that the user experienced difficulty controlling high blood glucose while using the ilet and found the required supply changes burdensome, leading the user, in consultation with a healthcare provider, to discontinue ilet use and return to multiple daily injections. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no alerts or alarms, and discontinuation of device use. Investigation included review by the field team and approval for return for credit. Investigation of this case revealed that the cause of hyperglycemia was unclear and no specific device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.